Event description:
Boston scientific received information that during a routine device replacement procedure, the device header came off of the device when pulled with a surgical clamp (kelly clamp). It was noted that the patient was paced externally until the lead was connected to a pacing system analyzer (psa). No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed that the header was separated from the device and tool marks were present on the device case along with slight denting of the case edge at the surface where the header was bonded to the device. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.